Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory and leakage at the de-airing membrane was found. The root cause was not determined and an investigation is on-going. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) it was reported that during a procedure there was a persistent blood tinged effluent condensation from the vent port of the quadrox-I beq-hmod 70000 oxygenator (lot number 70085952) that increased after being in use for 12 hours. Gas exchange performance of the oxygenator was not affected. The oxygenator was replaced and the procedure was completed. There was no patient impact. (B)(4).